Event description:
Torniquet was applied in usual fashion and remained secure for 37 minutes. The velco fastener did not hold and the cuff opened allowing bleeding into the operative site (knee). Surgery ws stopped, the tourniquet was deflated and reapplied in the usual fashion. It held secure for 17 more minutes at which time the surgery was completeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.